Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. A bend in the lead was noted. It was reported the patient had fallen and had blunt trauma to the pocket area prior to the high measurements being observed. The lead was tested via a pacing system analyzer (psa), resulting in high out of range measurements in unipolar and bipolar. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.